Event description:
A 5 x 120 x 120 supera veritas catheter was inserted and advanced to the right popliteal artery and deployed. The introducer sheath was pulled back several times to ensure stent was not deployed in introducer sheath. During removal of the stent delivery system, the physician felt resistance. The physician then noticed that the catheter tip was detached. The introducer sheath was removed and both the stent and catheter tip assembly were inside the introducer sheath. A new introducer was inserted and another MFR's stent was successfully deployed. The physician acknowledged that the stent was partially deployed within the introducer sheath and that when removing the system the stent was trapped between the tip and the catheter. It was reported that there was no effect to the pt. The physician was retrained on the proper deployment technique.

Manufacturer narrative:
The device was returned for analysis. The system was exercised with no issues noted (no resistance was observed). It was confirmed that the tip overmold was detached from the lumen and the lumen had been slightly stretched. The thumb slide was not locked in the proper position which was contrary to the initial report of the event. The introducer was also returned; it had been cut in portions by the physician in order to reveal the stent and tip overmold. The analysis concluded that the physician deployed part of the stent inside the introducer resulting in stent entrapment in the introducer causing tip overmold detachment during removal of the stent delivery system.